Event description:
It was reported that the customer experienced difficulties with the wake button on their pump, which was determined to be faulty, preventing the pump from being turned on or off. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.